Event description:
Caller reported an issue with the continuous glucose monitor (cgm), specifically an error. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who guided them through a pump reset, after which the cgm error did not reoccur, and the sensor session started successfully.